Event description:
It was reported that the right atrial lead exhibited a fracture visible from a chest x-ray. There were no reported patient symptoms. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).